Event description:
We were in the middle of bone cuts and the mics stopped. We pulled the robot out from the field to exchange the mics power and when the scrub tech started to take the mics off the robotic arm the front part of the assembly on the mics fell all over the floor. We recovered 12 ball bearings 3 screws the inner piece and outer ring. There was no harm to the patient, the surgeon confirmed there was nothing left in the patient. And since we were away from the field for disassembly I feel confident that nothing was left behind. A new mics was attached and we completed the case robotically. Case type / application: tka 2.0.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
An event regarding disassociation and non-functional involving a mako mics was reported. The event of was confirmed. Method & results: -product evaluation and results: evaluation 1: collar locking mechanism - dislodged. Evaluation 2: motor output coupling - loose screws. Reported condition confirmed: yes. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.